Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead exhibited a noise anomaly. The lead was explanted and replaced.

Manufacturer narrative:
The outer coil was fractured at 15.0 cm and 17.0 cm and the outer and inner insulations were breached as a result of clavicular crush.